Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over approximately the past five years. The measurements had been stable over the past year and were approximately 110 to 130 ohms. Boston scientific technical services (ts) discussed troubleshooting options if the shock impedance measurements continued to increase. No adverse patient effects were reported. The lead remains in service. Additional information received reported that defibrillation threshold (dft) testing was performed which revealed a shock impedance measurement of 93 ohms for the delivered shock. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over approximately the past five years. The measurements had been stable over the past year and were approximately 110 to 130 ohms. Boston scientific technical services (ts) discussed troubleshooting options if the shock impedance measurements continued to increase. No adverse patient effects were reported. The lead remains in service.